Manufacturer narrative:
(B)(6) 2019 pump exchange due to infection captured under manufacturer report number: 2916596-2020-01755. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient expired on (B)(6) 2019 due to sepsis induced multisystem organ failure (msof). The patient was reported to have had a chronic infection with multiple interventions and had been under long-term antibiotic treatment. A pump exchange was performed on (B)(6) 2019 for infection control measures and heartmate 3 lvad (B)(4) was implanted. At the moment of outcome, a device infection was suspected but not confirmed. The pump was not explanted and was not returned for evaluation.